Event description:
Additional information received from the patient reported that the stimulator needed to be reprogrammed (2 times). The issue was resolved, the remote and charging were fine. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the manufacturer representative (rep) reported that the patient was seeing a message indicating the external neurostimulator (ens) needed to be programmed by the clinician programmer (cp). It was not clear if the patient was seeing an ens image or an internal neurostimulator (ins) image. It was reviewed that this meant the patient programmer (pp) was not recognizing the programming in the ins. The cp was used to interrogate and programming was intact. A short physician mode recharge (pmr) was not attempted. The red therapy stop key also was not attempted. The message was seen on the pp after he went to turn stimulation on after a recharge session. This was the second time it had occurred. It was noted the first time also occurred when trying to turn stimulation on following a recharge session using the pp. The pp was always used to turn stimulation on. It was noted that the antenna locate feature was not used. Once seeing this message, he could not turn stimulation on with his pp, but he could turn it on/off with his ins recharger (insr). A manufacturer file was attempted to be retrieved, but the rep had used the pp during the cp session so she had to reinterrogate the ins, thereby losing the information. The pp given to the patient after the first event did not resolve the issue. Impedances were normal between 600-800 ohms. It was noted that the patient had a fall about 2 weeks ago, but this was between the first and second occurrence. The stimulation was not affected by the fall. It was suggested the patient keep a diary of how he interacts with the components if he has another event like this. This event will be updated if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID 97740, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that an error code was seen on the patient programmer (pp). The manufacturer splash screen and "configure ens" (external neurostimulator) were seen. It was reviewed that the patient was actually seeing the "ins in the box" (implantable neurostimulator) screen because he pressed the green button too quickly after the antenna locate feature. It was reviewed with the patient to not press the green button until 5 seconds after doing the antenna locate feature. The patient was redirected to their healthcare provider (hcp) to clear the error. The patient called back and was still getting the "configure ens" screen on the replacement programmer that was sent. The setup screen was displayed. Upon return of the programmer, analysis resoldered the antenna jack as a preventative measure. C100. Follow-up was not required.